Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the loading process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed the issue and assisted the customer by providing a replacement pump, ensuring that insulin delivery interruptions would be managed with a backup insulin pump.